Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms on the left ventricular (lv) lead. The lv lead is not a boston scientific product. The healthcare provider (hcp) indicated the patient was in the office and the lv pace impedance measured between 1161 ohm and 1218 ohms, which is within normal specification limits and normal for the patient according to the hcp. The lv threshold was noted to be stable at 1.4 volts at 1.0 milliseconds. The patient was also indicated to be pace therapy dependent so no lv lead r-waves can be measured. Boston scientific technical services (ts) suggested to the hcp to contact the manufacturer of the lv lead for guidance on lead impedance and what is normal for this particular lead. Ts also suggested the hcp try programming the lv lead to the unipolar pacing configuration and see if there are any impedance jumps indicating a lead connection issue with the crt-d device. Lastly, ts suggested the hcp could continue to monitor the patient for any further out of range impedance measurements as the patient has a remote monitoring communicator at home. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).